Event description:
A hospital in (B)(6) reported via a distributor that the heater wire of a rt200 adult breathing circuit became electrically open circuit after 5 days of use. No pt consequence was reported.

Manufacturer narrative:
(B)(4) this is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wires in both the expiratory and the inspiratory tubes of the returned breathing circuit was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was within the product test specification. The expiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot info had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).